Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.